Event description:
It was reported that during implant procedure, the physician was unable to insert the atrial lead into the atrial port. The device was not implanted and was replaced. The patient presented no symptoms.

Manufacturer narrative:
The reported connector anomaly was not confirmed in the laboratory. Test leads were able to insert inside the header bores. The bore dimensions were measured and were found to be within specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.